Manufacturer narrative:
Corrected information in b.5, b.7, and h.6. Investigation is ongoing.

Event description:
As reported, approximately 1 year, 7 months post successful tavr the patient's 26mm sapien 3 valve was explanted and replaced with an edwards surgical valve. The patient was recently admitted for evaluation of chest pressure, which occurred during dialysis. The patient was found to have nstemi (elevated troponin), cardiac cath demonstrated mid-lcx disease and pci was performed. Stenosis was visualized in the lad, (prox. 50%, mid 40%, distal 99%) felt to be chronic in origin. The patient was admitted again, more recently, for elevated chest pressure and dyspnea again, which was felt to be due to volume overload representative of hfpef (adhf) exacerbation and underwent volume removal in hemodialysis with fluid restriction. Repeat echo demonstrated ms and as and follow-up tee further corroborated this. They were again admitted for recurrent dyspnea then finally again most recently for elevation of progressive dyspnea and hemoptysis-patient developed chest pressure again, found to have nstemi (elevated troponin values). Cardiac cath was demonstrative of 99% occlusion of the lad again and invasive hemodynamics revealed an aortic mean gradient of 26mmhg, as well as mitral, mean gradient of 25mmhg. Due to overall concern regarding complexity of ms, elevated aortic valve gradients, and significant proximal lad disease, the decision was made to transfer patient to a higher level of care facility for surgical evaluation/opinion. Medical records were received for evaluation. The 26mm s3 tavr was explanted due to patient factors, which caused a buildup of severe calcium on the native aortic annulus, moderate calcification, and mild pannus formation on the transcatheter aortic valve, and severe calcification and severe fibrosis on the native mitral valve. While the implantation of the sapien 3 valve was successful, patient factors causing calcification of both the patient native mitral valve and bioprosthetic aortic valve were going to progress and cause the bioprosthetic valve to fail at some point in the future. The decision was made to remove the moderately calcified bioprosthetic valve and severely calcified native aortic valve while they were replacing the severely calcified native mitral valve.

Manufacturer narrative:
Despite attempts to obtain information regarding the specifics for the explant, no relevant information was received. There were no details provided regarding the function of the thv valve leading up to the transplant. No information was provided regarding the etiology of the patient's heart failure and there was no allegation regarding any malfunction of the edwards device. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve explant is unknown as information was requested. It is possible that patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year, 7 months post successful tavr the patient's 26mm sapien 3 valve was explanted and replaced with an edwards surgical valve. Additional information has been requested but, to date, have not been received.

Manufacturer narrative:
The valve was not returned for evaluation. A DHR review was performed and did not reveal and manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing design/defect potentially contributed to the complaint, a manufacturing review is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no defect was identified, no corrective or preventative actions are required. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the tech summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed by medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 1 year 7 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities (ckd) and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. A DHR review was performed and did not reveal and manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing design/defect potentially contributed to the complaint, a manufacturing review is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no defect was identified, no corrective or preventative actions are required. Despite attempts to obtain information regarding the specifics for the explant, no relevant information was received. There were no details provided regarding the function of the thv valve leading up to the transplant. No information was provided regarding the etiology of the patient's heart failure and there was no allegation regarding any malfunction of the edwards device. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve explant is unknown as information was requested. It is possible that patient factors and co-morbidities may have contributed to the valve explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.